Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during setup of an impella cp and automated impella controller (aic), the pump was connected to the aic, primed, and subsequently had an alarm stating there was a fiber optic sensor malfunction. The medical team followed troubleshooting steps that appeared on the aic screen and the issue resolved. No issues were reported during the implantation of the impella cp. During the patient¿s procedure and while on impella support, there were alarms for placement signal not reliable, and the aorta placement signal was in and out of reading. The procedure continued without issue, and the impella pump was discarded after use. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: impella cp, with serial number (B)(6). Automated impella controller with serial number ( B)(6). This MDR specifically addresses automated impella controller with serial number I(B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
D6a and d6b implant and explant dates should have been left blank on the initial report that was submitted. D9 device was returned and date added. G1 manufacturing site name should have been left blank on the initial report that was submitted. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on the device being returned. H10 added related report number. H11 updated due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.